Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was noted that the pump had emitted ¿loss of prime¿ warnings for the past six weeks. The reporter stated that the pump prompted her to perform the full rewind, prime and load step. The pump reportedly was not available for review at the time of the call to customer support. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.